Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ongoing minimum fill notifications occurred after filling the cartridge with approximately 150 units of insulin, and that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal technique. Customer's blood glucose level ranged from 100 - 220mg/dl. Reportedly, customer changed cartridges and resumed insulin delivery.